Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 7018204.

Event description:
It was reported that the patient had inadequate stimulation. Reprogramming attempts to give patient a better pain relief were unsuccessful. The patient underwent an explant procedure. The explanted ipg and lead were not returned.